Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages, arrhythmia alarms, and a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, arrhythmia alarms, 204 service code) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and were unable to remain securely connected to a monitor. The root cause for the damaged connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.